Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2015-07400. It was reported that a rotawire fracture occurred. The 95% stenosed, 20x3.0mm target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 1.25mm rotalink¿ burr and a rotawire were used for treatment. During the procedure, it was noted that the rotawire was fractured thus the burr could not be used. The devices were removed from the patient's body and completed the procedure with another of the same devices. There were no patient complications reported and the patient's condition was stable.